Event description:
It was reported that during preparation for a stenting treatment procedure, the stent moved on the balloon. A 3.5x20mm promus element stent delivery system was selected to treat an unspecified vessel. The package was opened and it was noted "that the stent was not well threaded (placed) on the balloon." The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent moved on the balloon. A 3.5x20mm promus element stent delivery system was selected to treat an unspecified vessel. The package was opened and it was noted "that the stent was not well threaded (placed) on the balloon." The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device was returned without the stent. A visual and microscopic examination of the device found the balloon had the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location. The tip section of the device was visually and microscopically examined and no issues were noted with its profile. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).